Event description:
During a treatment procedure, balloon deflation difficulties were encountered. The patient was asymptomatic, during this event. The physician used an unspecified introducer sheath for vascular acess and a 'floppy coil' guidewire and a cordis britetip guide catheter to cross the lesion. The quantum maverick monorail 20/4.0 mm balloon was inflated to 20 atms (without difficulty) to treat a denovo lesion in a tortuous right coronary artery (rca). Following successful intervention, the physician experienced difficulty deflating the balloon, but was eventually successful in completely deflating the balloon for removal. The balloon remained inflated, for approximately 20 seconds. The maneuvers performed to remove the balloon are unknown. There were no patient complications related to the balloon deflation difficulties. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'